Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) during its implant procedure. Technical services (ts) was consulted and discussed the measurements and programmed settings during the implant procedure. A new device was implanted. No additional adverse patient effects were reported.